Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting by tandem technical support. Customer changed the pump supplies and resumed insulin delivery.